Manufacturer narrative:
Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The serial number of the device was provided. Therefore the following fields have been updated accordingly: model number: zxr00, expiration date: 04/05/2022, serial number: (B)(4), UDI number: (B)(4), catalog number: zxr00u0210, device manufacture date: 04/05/2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site as it remains implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing record cannot be reviewed since the serial number is unknown. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The serial number was not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
At the 6 month post operative visit, it was reported that a patient who had a symfony intraocular lens (iol) implanted in their operative eye, experienced halo, glare, and starbursts for more than 3 months after the initial implant. These symptoms significantly interfere with daily activities such as driving at night, using the computer, and watching television in a dark room. The patient also complained of being moderately bothered by sensitivity to light and streaks of light, which she had difficulty with when doing art and using the computer. Reportedly, the patient's best corrected distance visual acuity (bcdva) was 20/20+2 in the right eye (od) and 20/16-1 in both eyes (ou) at the 6 month visit. There was no patient complication or related injury. Additional information reported that at the patient's one-month follow up visit, the patient complained of severe halos. Also, the patient's binocular bcdva at this time was 20/20. No additional information was provided. The patient had bilateral lenses implanted. This report will capture the lens implanted in the patient's right eye. A separate report will be filed for the left eye.